Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported low impedance and subsequent cancellation remains unknown.

Event description:
No impedance was noted during the procedure and case was cancelled.